Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: according to the information received, the knots broke and the thread does not hold on the needle (pull off).the product was returned to for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that twenty-five unopened samples of product code were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qcbdhwr0 number, and no non-conformances were identified. Component code: g07002. Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was a suture needle pull off occurred with all devices during this single surgery? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Procedure name and date? The single complaint was reported with multiple animal events. There are no specific details to identify additional animal events and it cannot be determined if the event(s) have been previously reported. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-00664, 2210968-2021-00665, 2210968-2021-00666, 2210968-2021-00667. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a cat underwent an oophorectomy in (B)(6) 2020 and suture was used. During the ligation of the ovarian pedicles, the thread broke (lengthwise) when the knot was tightened without exerting excessive tension or when suturing the abdominal wall, after a few tissue passages, the needle pulled off, without exerting excessive tension. The procedure was completed using another suture from another box in a different batch. No additional information was provided.